Manufacturer narrative:
The field service engineer checked the analyzer and adjusted the sample and reagent probes. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose and alp2 alkaline phosphatase acc. To ifcc gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c501 module. The initial results were not reported outside of the laboratory. The reporter reran the patient samples because the initial results were high and the new results were normal. The reporter was able to provide three examples of discrepant results: sample 1 the high glucose result was 233 mg/dl. The low glucose result was 92 mg/dl. Sample 2 the high glucose result was 261 mg/dl. The low glucose result was 91.9 mg/dl. Sample 3 the high alkaline phosphatase result was 351 u/l. The low alkaline phosphatase result was 150 u/l.